Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in december 2009 and performed to specification, alongside random manual power ons, up to the 7th september 2014. An increase in voltage suggests a further pad-pak was installed. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups one of 10 minutes in duration occurring between 12th september 2014 and the last log entry on the 3rd december 2014. The pad-pak became depleted during this time. The history log became full during this time however this cannot be erased by the user. The device user accessible memory was erased prior to the 3rd december 2014. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time out recorded would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. A device switching itself on automatically can cause premature depletion of the pad-pak (battery). Slight voltage was observed over the pogo-pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.